Event description:
Initially it was reported by arjohuntleigh's representative that "upon use of the patient lift, it was not possible to lower it. Only the "up" function worked. The operator pressed the "stop" button and started the lift again. Again, the device kept moving "up" by pressing the buttons, upon which the battery holder was ripped "up". Additionally, the lift could not be operated manually anymore. The handle could not be rotated down anymore too. With the lift in the upper position, the patient needed to be freed manually from its situation by the caregivers. Afterwards, the patient complaint about backache, which was relieved by giving her some pain killers. " in relation to the reported malfunction we decided ot report this complaint in abundance of caution.

Manufacturer narrative:
(B)(4).